Event description:
The customer observed false nonreactive alinity I anti-hbc ii results generated by the alinity I processing module for two patients. These results were inconsistent with the patients¿ previous results. The samples were repeated on another instrument, which generated reactive results. The following data were provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): sid (B)(6): 02apr2025 initial result from (B)(6) = 0.80 s/co (nonreactive) (B)(6) 2025 repeat result from another instrument (B)(6) = 7.34 s/co (reactive) previous result = positive sid (B)(6): (B)(6) 2025 initial result from (B)(6) = 0.87 s/co (nonreactive) (B)(6) 2025 repeat result from another instrument (B)(6) = 7.03 s/co (reactive) there was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed precision tests on pre-trigger and trigger and determined the dispense 2-way valve manifold the likely causes of the issue. The fsr replaced the dispense 2-way valve manifold, which resolved the issue. An instrument service history review for ai20470 revealed no additional service ticket associated with discrepant or erratic patient results. A review of complaint and trending data for the alinity I processing module did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the dispense 2-way valve manifold did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or potential non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6), or the dispense 2-way valve manifold was identified.

Event description:
The customer observed false nonreactive alinity I anti-hbc ii results generated by the alinity I processing module for two patients. These results were inconsistent with the patients¿ previous results. The samples were repeated on another instrument, which generated reactive results. The following data were provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): sid (B)(6): (B)(6) 2025 initial result from (B)(6) = 0.80 s/co (nonreactive). (B)(6) 2025 repeat result from another instrument (B)(6) = 7.34 s/co (reactive). Previous result = positive. Sid (B)(6): (B)(6) 2025 initial result from (B)(6) = 0.87 s/co (nonreactive). (B)(6) 2025 repeat result from another instrument (B)(6) = 7.03 s/co (reactive). There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: sids =(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.